Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and the patient noted muscle stimulation. The dislodgement was confirmed through x-ray. The lead was deactivated and the device re-programmed. The lead was repositioned few days after and all lead measurements were checked with good values. The lead remains in service. No additional adverse patient effects were reported. Additional information received that the lead was repositioned a few days later.